Manufacturer narrative:
This report is submitted on july 21, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to intermittencies. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on september 08, 2023.